Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted because it was not inflating.

Event description:
According to the available information, the device was explanted because it was not inflating. Additional information received indicated the pump was able to be pumped about 2-3 times an then it stays compressed an will not refill.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4287678.

Manufacturer narrative:
This follow-up MDR was created to document the returned device and conclusion of the investigation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed abrasion on all tubes of the pump. Microscopic examination revealed a group of striations, indicating contact with unshod instrumentation, on the inlet tube of the reservoir. Testing revealed this to be a site of leakage. A group of partial separations was noted on the exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the pump or either cylinder. The information received indicated the device was not inflating, but because no functional abnormalities were noted with the returned component, quality cannot confirm the complaint as reported. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations noted on the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure.